Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets broken click leg in needle hub event on (B)(6) 2024 . Infusion set had been used for 24 to 36 hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.